Event description:
The user facility reported that on 10oct2023, during a conversation with an interventional cardiology fellow doctor, it was mentioned that two months ago there was a perforation caused by the runthrough guidewire involved. The procedure performed was a percutaneous coronary intervention (pci).